Manufacturer narrative:
Correction: there was a misunderstanding of information requested. Although initially it was indicated that no patient ventilation was set, it turned out that the patient ventilation was set at medium level and is therefore no longer considered to be a contributing cause to the event.

Manufacturer narrative:
(B)(4). Based on the provided information and investigation performed no malfunction of the mr device or coil used was observed that contributed to the injury. The reported cornea damage was evaluated. The post market data was evaluated for other similar injuries. There were no other cases reported. No cause of the reported injury could be established. Although no cause could be established, the provided information does reveal some contributing factors for mr related heating sensations. The observed contributing factors are: patient ventilation was not set. (Adequate patient ventilation promotes patient comfort.) Patient¿s clothing. The hospital provided clothing is reported to be made of polypropylene. Polypropylene is an insulator, it retains heat and hinders the heat dissipation. Whole body rf dose of 1.9 kj/kg which is only slightly lower than the advised limit of 2 kj/kg for patients with an impaired thermoregulation.

Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to the FDA.

Event description:
Philips has received a report that a pt suffered swelling in the face and on the left side of her body after an MRI examination. Furthermore she reported that she sustained cornea damage.